Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), migraine ("migraines"), dyspareunia ("painful intercourse") and depression ("depression") with mood swings. The patient was treated with surgery (hysterectomy with essure removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device breakage, pelvic pain, migraine, dyspareunia and depression outcome was unknown. The reporter considered device breakage, pelvic pain, migraine, dyspareunia and depression to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced fracturing of implant (device breakage), amongst non-serious events. Plaintiff underwent hysterectomy and essure removal almost five years after insertion. Device breakage is anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device breakage are not known, however, considering its nature, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmentation of the devices on prior salpingectomy'), embedded device ('the right cornua contained a portion of essure metal directly underneath serosal layer') and pelvic pain ('pelvic pain in lower left quadrant/ chronic pelvic pain') in a 25-year-old female patient who had essure (batch no. 627449) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included device migration, kidney stones, flank pain, dizziness, nausea, vomiting, asthma, intracranial hypertension, endometriosis, leiomyoma nos, fibrosis, multiparous, neuralgia, myofascial pain syndrome, depression, pelvic adhesions, dysfunctional uterine bleeding and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced complication of device removal ("failed essure removal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), endometriosis ("endometriosis"), migraine ("migraines") and depression ("depression") with mood swings. The patient was treated with surgery (laparoscopic total hysterectomy bilateral salpingo-oophorectomy, removal of fragments on (B)(6) 2015 and bilateral salpingectomy and removal of coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, abdominal pain, dyspareunia, endometriosis, migraine, depression and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, depression, device breakage, dyspareunia, embedded device, endometriosis, migraine and pelvic pain to be related to essure. The reporter commented: essure was easily placed within each tube, 3 rings at end of essure were visible and extruding from fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2015: laparoscopic total hysterectomy bilateral salpingo-oophorectomy, removal of essure fragments, lysis of adhesions and vaginal cuff repair. Findings: irregularly shaped left fallopian tube with 1 cm hemorrhagic cyst found on the l e f t ovary . The left ovary was found to be adherent to the left pelvic sidewall. The right fallopian tube and ovary are grossly normal. The right cornua contained a portion of essure metal directly underneath serosal layer. Several endometriosis implants were seen on the left pelvic sidewall, the cul-de-sac and the anterior wall of uterus connecting to bladder flap. On cystoscopy, bilateral ureteral jets were seen. Pathology test - on (B)(6) 2015: endometriosis foci in left pelvic sidewall; salpingectomy samples: essure coils present bilaterally, no significant histological abnormality. Gross description: 2 pieces of coiled wire are identified, 1.5cm and 1.2 cm in length and 0.2cm diameter each. There is also an elongated wire 1.7cm length and 0.1cm in diameter; on (B)(6) 2015: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy transformation zone, no dysplasia seen. Secretory endometrium. Leiomyoma. Bilateral ovaries with benign physiologic cysts. Base of right fallopian tube with fibrosis and focal foreign body giant cell reaction clinical history: pelvic pain failed essure removal. Most recent follow-up information incorporated above includes: on 1-dec-2020: medical records received: lot number, medical history, reporter information were added. New event added: embedded device, abdominal pain, device removal failed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmentation of the devices on prior salpingectomy'), embedded device ('the right cornua contained a portion of essure metal directly underneath serosal layer') and pelvic pain ('pelvic pain in lower left quadrant/ chronic pelvic pain') in a 25-year-old female patient who had essure (batch no. 627449) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included device migration, kidney stones, flank pain, dizziness, nausea, vomiting, asthma, intracranial hypertension, endometriosis, leiomyoma nos, fibrosis, multiparous, neuralgia, myofascial pain syndrome, depression, pelvic adhesions, dysfunctional uterine bleeding and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 2 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced complication of device removal ("failed essure removal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), endometriosis ("endometriosis"), migraine ("migraines") and depression ("depression") with mood swings. The patient was treated with surgery (laparoscopic total hysterectomy bilateral salpingo-oophorectomy, removal of fragments on (B)(6) 2015 and bilateral salpingectomy and removal of coils on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, abdominal pain, dyspareunia, endometriosis, migraine, depression and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, depression, device breakage, dyspareunia, embedded device, endometriosis, migraine and pelvic pain to be related to essure. The reporter commented: essure was easily placed within each tube, 3 rings at end of essure were visible and extruding from fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2015: laparoscopic total hysterectomy bilateral salpingo-oophorectomy, removal of essure fragments, lysis of adhesions and vaginal cuff repair. Findings: irregularly shaped left fallopian tube with 1 cm hemorrhagic cyst found on the l e f t ovary . The left ovary was found to be adherent to the left pelvic sidewall. The right fallopian tube and ovary are grossly normal. The right cornua contained a portion of essure metal directly underneath serosal layer. Several endometriosis implants were seen on the left pelvic sidewall, the cul-de-sac and the anterior wall of uterus connecting to bladder flap. On cystoscopy, bilateral ureteral jets were seen. Pathology test - on (B)(6) 2015: endometriosis foci in left pelvic sidewall; salpingectomy samples: essure coils present bilaterally, no significant histological abnormality. Gross description: 2 pieces of coiled wire are identified, 1.5cm and 1.2 cm in length and 0.2cm diameter each. There is also an elongated wire 1.7cm length and 0.1cm in diameter; on (B)(6) 2015: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy transformation zone, no dysplasia seen. Secretory endometrium. Leiomyoma. Bilateral ovaries with benign physiologic cysts. Base of right fallopian tube with fibrosis and focal foreign body giant cell reaction clinical history: pelvic pain failed essure removal. Lot number: 627449, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced fracturing of implant (device breakage), amongst non-serious events. Plaintiff underwent hysterectomy and essure removal almost five years after insertion. Device breakage is anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device breakage are not known, however, considering its nature, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.